Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, minimal information regarding this explant was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available or the device is returned for evaluation, a supplemental report will be filed. As the device was not returned for evaluation, the root cause for the degeneration, stenosis, and insufficiency remains indeterminable. However, it is possible that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received notification that this 27mm pericardial aortic valve was explanted after an implant duration of one year and seven months due to degeneration leading to stenosis and insufficiency. Endocarditis was ruled out. A 27mm non-edwards valve was implanted in replacement. No additional details were provided.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated wireform intact and a small calcification nodule on leaflet 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect and 5 mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue caused the free margins of leaflets 1 and 3 to be rolled towards the outflow and created a gap in the central coaptation region. Minor stenosis was observed due to host tissue overgrowth. Leaflet 1 had a 1.5mm non-transmural tear near commissure 2, and leaflet 2 had serrated markings near commissure 2. The wireform was exposed on commissure 2. Suture remained on the sewing ring around leaflet 2. Customer report of stenosis was confirmed, and report of insufficiency was visually confirmed due to gap in central coaptation region. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Based on the information received the cause cannot be determined; however, patient factors may have contributed to the event.